Event description:
PICC catheter in left saphenous noted to be leaking during a PICC dressing change for a wet dressing. Leaking noted at catheter connection to the hub. Consent for new PICC was obtained and PICC placed in right cephalic. Left saphenous PICC discontinued without incident. Rn noted that a previous PICC line placed a month earlier also had to be discontinued a few days prior to this incident - also due to leaking. The lot number was the same as current PICC line the earlier leaking PICC line not saved for evaluation.